Event description:
Patient reported having pain in their right jaw.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Patient received a letter or recommendation to cease treatment due to tmj/lockjaw symptoms. Added h6 coding. Musculoskeletal system; joint locking; loss of range of motion; muscular rigidity.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.